Manufacturer narrative:
The insulin pump was missing the address and serial number label and had minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the screen on their device is scratched and difficult to read. The customer also states the sticker on the back of the device is missing. The customer's blood glucose level at the time of incident was unknown. The customer states the device was received with the scratched display. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.